Event description:
The customer and fe reported the system displayed communication and control panel errors. Both these errors were attributed to the same failure. A communication fail error message will likely result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred between the workstation and c-arm. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and adjusted the 5 volt power supply. The system operates as intended.